Manufacturer narrative:
The reported complaint is not confirmed. The complaint sample has not been received for MFR evaluation; as such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the manufacturing process. Product labeling, material and process controls were within specifications.

Event description:
A hemodialysis user facility has reported that during treatment that an internal blood leak occurred. Blood was visually observed leaking through the fibers of the dialyzer. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 100ml. The patient had no adverse effects and no medical intervention was required. The patient completed effects and no medical intervention was required. The patient completed treatment with a new set-up.